Manufacturer narrative:
(B)(4). Batch # r5a25a. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a sr75 reload loaded in the device. The reload had the proximal 50 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that some staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy procedure, the device did not work properly and was jammed. A second device has been used to finish the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2020. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2020. Additional information was requested, and the following was received: can you please clarify the event you provided of "the device did not work properly and was jammed. A second device has been used to finish the procedure but a second dysfunctional occurred."? The device was jammed and did not delivered any staples. For the first device, did it start to fire staples and deliver a cut line and then jam (lockout)? No other information if not, please provide further detail of how it did not " work properly". For the second device, what ""disfunctional"" occurred? Please provide further detail of the event. Were there any patient consequences? The device was jammed and did not delivered any staples.